Event description:
Following successful positioning and deployment of the excluder bifurcated trunk-ipsilateral component, the physician was unable to access the contralateral leg hole stump. The leg hole stump was open. The guidewire bunched up prior to being able to access the leg hole stump. Thus, another trunk-ipsilateral device was placed for an aorto-uni-iliac approach. A femoro-femoral crossover graft was placed to perfuse the pt's opposite leg. There was no adverse outcome to the pt. No allegation of deficiency related to the excluder bifurcated endoprosthesis was made. Rather, the physician believes, thrombus or calcium deposits within the aneurysm sac may have prevented access to the contralateral leg hole stump.